Event description:
During verification testing at the service center, it was noted that channels 2 and 3 of the device door rollers were missing and the door roller pins were broken. Further testing, found channels 2 and 3 of the device had unrestricted flow when the door was opened, and alarmed with an e321 (battery charger timeout) error code. Additionally during testing, the channel 1 distal pressure sensor calibration had drifted out of tolerance.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.